Event description:
It was reported that the patient's neurostimulator was being replaced due to normal battery depletion. Prior to the replacement an impedance measurement was performed at 3.0v, and impedance values over 4,000 ohms were seen on c/4, 4/5, 4/6, and 4/7 on the right side and c/2, 0/2, 1/2, and 2/3 on the left side. It was noted that the patient had experienced good therapy control before the surgery. For events and follow-up pertaining to the replacement neurostimulator, see MFR. Rep. # 3004209178-2012-06313.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3387s-40, lot# v021585, implanted: (B)(6) 2007, explanted: na. Lead: model 3387s-40, lot# v021585, implanted: (B)(6) 2007, explanted: na. Extension: model 7482a66, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Extension: model 7482a66, serial# (B)(4), implanted: (B)(6) 2007, explanted: na.